Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: 402282, cobalt hv bone cement 40g, 576720. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple mdrs were submitted for this event. Please see reports: 0001825034-2017-09613. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported the patient is experiencing allergic reaction, pain, fatigue, hair loss, and muscle weakness. No revision has been reported and no further information has been provided to date.